Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
It (tampon) completely fell apart leaving material inside of my body. Vagina [foreign body in reproductive tract]. As I was pulling out the tampon, it completely fell apart leaving material inside of my body [complication of device removal]. It completely fell apart- tampax [device breakage]. Case narrative: consumer reported via email that the tampon fell apart as she pulled it out. No serious injury was reported.